Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced seven occurrences of downstream occlusion set alarms in channel a, which interrupted delivery. These alarms may have been false alarms. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved an unremediated infusion pump with user interface module master software version 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was not identified, and no repair was deemed necessary in relation to the observed condition. If additional information becomes available, a follow-up report will be submitted.